Event description:
It was reported that an asymptomatic patient presented for routine follow-up. Upon interrogation the device exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.